Event description:
The reporting facility requested service for this device based upon a report of a malfunction code 7 occurring while the device was in use by a patient. The facility's representative reported that there was no patient injury or medical intervention associated with this situation. The facility's representative was unable to provide any additional contacts and could not provide any details regarding the patient's demographics, medication being used or the programming of the device.